Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the coating on the cutting wire was torn and the cutting wire was broken. The broken section was melted and burned. Approximately, coating was missing for 8.5 mm from the broken point. There were no other abnormalities related to the breakage in the subject device. Also as the checking of the manufacturing record of the same lot, nothing abnormal was detected. This type of damage is most likely related to the operator's technique. As the results of the investigation, omsc assumes that the damage of the coating and cutting wire occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused spark and a part of the cutting wire became extremely hot, resulting in breakage. The coating broke off and came off from the cutting wire because of the user handling after the cutting wire was broken. The device instruction manual has warned users that "when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material."

Event description:
Olympus medical systems corp (omsc) was informed that during endoscopic sphincterotomy (est), the knife wire was broken when the knife was only pushed to the papilla without energization. The doctor exchanged the subject device for another device and completed the procedure. The subject product was returned to omsc for investigation on (B)(4) 2016. The investigation confirmed that the coating on the cutting wire was missing for 8.5mm and the cutting wire was broken. The broken section was melted and burned.